Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2017 with the following findings: during investigation, the keypad cover was intact and all keypad buttons were unresponsive during the investigation. The keypad was removed to find no evidence of contamination under the button contacts. The contrast and down arrow button contacts were inverted. The pump was opened to find moisture internally. The audio bolus button cover was partially lifted and was unable to be tested due to an unresponsive keypad. The audio bolus button cover was removed to find moisture in the audio bolus button compartment. The audio bolus button was short due to moisture. The up arrow, down arrow, and ok buttons were unresponsive due to a shorted audio bolus button.